Event description:
A ventilator inoperative condition occurred upon start up while evaluating the device at the MFR's service center. There was no allegation of a loss of therapy by the customer.

Manufacturer narrative:
The device's system board was replaced to address the ventilator inoperative condition. There was no pt harm or injury. The ventilator was found to audibly and visually alarm as designed for a ventilator inoperative condition. The MFR will continue to trend life support ventilator malfunctions that could potentially result in a loss of therapy.